Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred when attempting to load a new cartridge. Subsequently, the customer received a minimum fill notification. Reportedly, the cartridge was filled with 200 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 200 mg/dl.